Event description:
It was reported that the customer experienced a blood glucose (bg) level of 575 mg/dl. Cause was related to human factors as customer received a cortisone shot from the hcp on (B)(6) 2022. A correction bolus and correction injection were delivered to address bg. Recommendation healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.